Manufacturer narrative:
Investigation summary: customer returned photos of a 4mm, 32g pen needle from lot # 6299895. Customer states that the non patient end was missing from pen needle after the injection failed. The photos were examined and exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (broken non patient end of the cannula) root cause is user related. The non patient end of the cannula broke during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported that pen ndl 32ga 4mm 100 bx 1200 ca needle was missing. The following information was provided by the initial reporter: it was reported needle missing. Verbatim: consumer stated, the non patient end was missing from pen needle. Stated, did not notice prior to injection, it was only after the injection failed, (no insulin flow). She removed pen needle, looked into hub of non patient end and noticed needle was not there.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32ga 4mm 100 bx 1200 ca needle was missing. The following information was provided by the initial reporter: it was reported needle missing. Verbatim: consumer stated, the non patient end was missing from pen needle. Stated, did not notice prior to injection, it was only after the injection failed, (no insulin flow). She removed pen needle, looked into hub of non patient end and noticed needle was not there.